Event description:
The customer reported the ventilator gives a high tidal volume alarm and the alarm cannot be cleared. The ventilator was being set up. The authorized service provider (asp) went onsite to evaluate the ventilator. The asp restored default settings and was unable to replicate the issue. Unable to test patient circuit due to original tubes not being available. Tested air delivery, pressure, and s/t. Testing passed. The ventilator was determined ready for use.

Manufacturer narrative:
The authorized service provider (asp) determined the issue was related to the patient circuit; however, they were unable to test patient circuit due to original tubes not available.